Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of the event and patient outcome were not reported. The patient was hospitalized treated with vancomycin injection (1gm, intraperitoneal), amikacin injection (500mg as start dose, followed by 100mg, one bag per day, intraperitoneal) and cisnam injection (500mg, one bag per day, intraperitoneal) for peritonitis. Pd therapy was ongoing. No additional information is available.